Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an intermittent audio output was reported. The patient stated they had a hypoglycemic event in which the continuous glucose monitor (cgm) did not alert. As a result, the emergency medical technician¿s (emts) were called after she had passed out and was admitted to the hospital. Further event details were not provided. At the time of contact, the patient was doing fine. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.